Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator ( ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient reported pain on their tail bone and shocking on programs 1 and 4 when they sat, but they stated programs 2 and 3 were comfortable. They did not want to turn off of program 2. Contributing factors to the reported event were unknown. The patient was instructed that if they were in pain to turn the device up, but they reported program 2 was comfortable and helping their symptoms. The patient was told not to use programs 1 or 4. It was reported that the issue was resolved at the time of the report. No further complications were reported or anticipated.